Manufacturer narrative:
The reported event for failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet was able to advance to the distal region of the lead.

Event description:
During implant procedure preparation, it was observed that the stylet was unable to advance in the right ventricular (rv) lead. A new rv lead was used to resolve the event. The patient was stable.